Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2024 and suture was used. The needle came away from suture material during suturing of vaginal tissue following the baby's birth and became embedded in vaginal muscular tissue. Required woman to be taken to theatre for x-ray (exposing her to unnecessary radiation) and invasive procedure to remove needle. No additional care required subsequently and hospital stay was not prolonged. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm that the needle was removed from the patient. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe the invasive procedure required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What instruments were used to grasp the needle? Where was the needle grasped during use? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number?

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please confirm that the needle was removed from the patient. I can confirm that the needle was removed from the patient. She was taken to theatre and the needle was retrieved with an xray to locate the needle. Her epidural from her delivery was maintained so that a further anaesthetic didn't need to be administered. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. Age 34, weight 8 months prior was 87kg & bmi 29.07, unfortunately she was not reweighed later in pregnancy. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal tissue condition. Please describe the invasive procedure required for this suture event including dates and results. Perineal muscle repair following forceps delivery on (B)(6) 2024. Patient was taken to theatre for xray assisted location of lost needle and retrieval. Started on IV antibiotics. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No didn't notice any. What instruments were used to grasp the needle? Needle holder for the suture package . Where was the needle grasped during use? 1/3 from the suture end. Other relevant patient history/concomitant medications? ¿ induction of labour for prolonged rupture of membranes. ¿ working epidural during labour and delivery. ¿ patient had a post-partum haemorrhage. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Not quite sure likely the suture not properly attached to the needle. What is the patient's current status? Patient's perineum was clean and healing at her last appointment with the midwife who visually examined. Product code and lot number? The product and packaging were disposed of following the retrieval.